Event description:
Customer complains that machine alarmed 'blood leak' right after initiation of treatment. The blood loss for the pt was 308ml as the blood from the extracorporeal circuit was not returned by clinical policy. The treatment was stopped after machine had detected the leak. The prescribed treatment was finished successfully on the same kind of dialyzer from a different lot. No medical intervention necessary.